Event description:
The customer reported to olympus, will not "working" while plugged into 4k autoclavable camera head. Upon inspection and testing of the customer returned device, no image was displayed due to a faulty cable. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation confirmed the user¿s report. In addition to the reportable malfunction mentioned in the event description, it was observed that the device was missing the label on the rear cover. The device was serviced and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable damage could not be identified. Olympus will continue to monitor field performance for this device.